Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation, the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to a defective u725 processor on the distribution node pca. Pins 1 and 8 on u725 were out of tolerance. The root cause for the defective u725 processor could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to communicate with a monitor.